Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that interactions with the anatomy and/or other devices resulted in the reported premature activation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported premature activation cannot be determined. The noted stent stretched and flared damages are likely a result of handling and/or shipment post procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the common iliac artery. The 7.00x20mm absolute pro vascular self-expanding stent system (sess) was being advanced to the target lesion when it was noted that the stent coming out of the sheath prior to deployment. Therefore, the sess was removed from patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another stent was used to complete the procedure. Subsequent to the initial report being filed it was reported that post procedure the procedure technician fully deployed the stent on the back table. No additional information was provided.

Event description:
It was reported that the procedure was to treat the common iliac artery. The 7.00x20mm absolute pro vascular self-expanding stent system (sess) was being advanced to the target lesion when it was noted that the stent coming out of the sheath prior to deployment. Therefore, the sess was removed from patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.